Event description:
Respond (B)(6) (dissection of the arteria illiacaext. Right side). Procedure summary: the subject was enrolled into the respond study on (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject did not receive loading doses of aspirin or other antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus valve involved resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event description: dissection of the arteria illiacaext. Right side (001): on (B)(6) 2015, during the index procedure, a dissection was noted in the external iliac artery. Ultrasound test was performed which revealed the dissection. As per answered query, site confirmed that the device that caused dissection was the introducer sheath. On (B)(6) 2015, the event was considered recovered/resolved. Potential relationship to study procedure per investigator: related. Third degree av block, new permanent pacemaker implantation (B)(6) 2015 planned (002): on (B)(6) 2015, 1 day post index procedure, the subject developed third degree av block. Permanent cardiac pacemaker was recommended. Of note, the subject had right bundle branch block at baseline. On (B)(6) 2015, 2 days post index procedure, permanent cardiac pacemaker was implanted. On (B)(6) 2015, the event was considered recovered/resolved. Potential relationship to study procedure per investigator: related. Lab data: na. Adjudication results: event 1: third degree av block, new permanent pacemaker implantation (B)(6) 2015 planned. Adjudication results: no cec adjudication results required. Event 2: dissection of the arteria illiacaext. Right side. Adjudication results: no cec adjudication results required. Event 3: anemia, blood transfusion before pacemaker-surgery. Adjudication results: no cec adjudication results required.

Manufacturer narrative:
This adverse event is part of clinical study respond (B)(6). Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 266280 did not highlight any anomaly which could contribute to this reported event. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. No further complaints have been opened in relation to lot # 266280. The most probable root cause classification code assigned to this complaint is 'anticipated procedural complication' where analysis of all available information determined that the reported event is an anticipated procedural complication as detailed within the IFU. The event description describes third-degree atrioventricular (av) block which is a disorder of the cardiac conduction system. There is no potential relationship between the vessel dissection of the external iliac artery and the av blockage. The introducer sheath does not reach the location of the heart. The av block was treated by inserting a permanent pacemaker. Based on a review of the fmeas, vessel dissection as a reported classification is not a new or unanticipated failure mode. No updates are required for risk documentation based on this complaint. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
"Respond (B)(6) (dissection of the arteria illiacaext. Right side) procedure summary: -the subject was enrolled into the respond study on (B)(6) 2015. -prior to the index procedure, heparin or other anticoagulant was given and the subject did not receive loading doses of aspirin or other antiplatelet medications. -a lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus valve. Balloon valvuloplasty was not performed. -successful repositioning of the lotus valve involved re sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event description: dissection of the arteria illiacaext. Right side (001): -on (B)(6) 2015, during the index procedure, a dissection was noted in the external iliac artery. -ultrasound test was performed which revealed the dissection. -as per answered query, site confirmed that the device that caused dissection was the introducer sheath. -on (B)(6) 2015, the event was considered recovered/ resolved. -potential relationship to study procedure per investigator: related. Third degree av block, new permanent pacemaker implantation (B)(6) 2015 planned (002): -on (B)(6) 2015, 1 day post index procedure, the subject developed third degree av block. Permanent cardiac pacemaker was recommended. -of note, the subject had right bundle branch block at baseline. -on (B)(6) -2015, 2 days post index procedure, permanent cardiac pacemaker was implanted. -on (B)(6) 2015, the event was considered recovered/ resolved. -potential relationship to study procedure per investigator: related.."

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 266280 did not highlight any anomaly which could contribute to this reported event. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. No further complaints have been opened in relation to lot # 266280. The most probable root cause classification code assigned to this complaint is 'anticipated procedural complication' where analysis of all available, information determined that the reported event is an anticipated procedural complication as detailed within the IFU. The event description describes third-degree atrioventricular (av) block which is a disorder of the cardiac conduction system. There is no potential relationship between the vessel dissection of the external iliac artery and the av blockage. The zurpaz introducer sheath does not reach the location of the heart. The av block was treated by inserting a permanent pacemaker. Based on a review of the fmeas, vessel dissection as a reported classification is not a new or unanticipated failure mode. No updates are required for risk documentation based on this complaint.

Manufacturer narrative:
This adverse event is part of clinical study respond (B)(6).